Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error several times during a bolus attempt. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.